Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Notes on the sheet indicate an exchange of a 4x9 cs poly was performed due to infection. Branch provided the usage sheets from the primary and revision procedures, and rep confirmed that no further information will be released.

Manufacturer narrative:
Reported event: an event regarding infection involving a mako tka software was reported. The event was not confirmed. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected on 30 may 2012 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n: 209999, robot number: (B)(6) shows 0 similar complaints for tka software - other (infection). Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Notes on the sheet indicate an exchange of a 4x9 cs poly was performed due to infection. Branch provided the usage sheets from the primary and revision procedures, and rep confirmed that no further information will be released.